Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the customer believes elevated bg levels were due to using the infusion site longer than 3 days. Customer addressed elevated bg levels with an insulin pen and changed out the infusion set. Recommendation was made to discuss diabetes management with customer's health care professional.